Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years later, the patient presented with right-sided weakness, slurred speech, and facial droop. MRI of the brain demonstrated a left mca infarct, status post t-pa. The patient was admitted for continued monitoring. Neurosurgery did not see the need for any further intervention. The patient was stable and transferred to the neuro medicine floor. At some time during hospitalization, the patient experienced a pulmonary artery embolism. The patient was transferred to rehab approximately five days post hospital admission. After two months, the patient had complaints of shortness of breath and alternation of consciousness. A chest x-ray and head CT scan were performed which were negative. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years post filter deployment, the patient experienced a cerebrovascular accident of the left middle cerebral artery area and was admitted to the hospital. At some time during hospitalization, the patient experienced a pulmonary artery embolism. The patient was transferred to rehab approximately five days post hospital admission. There we no reported attempts to retrieve the filter. The patient alleges to experience right-sided paralysis.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient was scheduled for inferior vena cava (ivc) filter placement. The patient was prepped and draped and the right internal jugular vein was accessed. A guidewire was advanced followed by a 10 french sheath. Contrast was injected via the sheath and the filter deployment system was inserted. The filter was deployed and post deployment angiography was performed. The delivery system was removed and pressure was applied for 5 minutes. Approximately four years post filter deployment, the patient presented with right-sided weakness, slurred speech, and facial droop. MRI of the brain demonstrated a left mca infarct, status post t-pa. The patient was admitted for continued monitoring. Neurosurgery did not see the need for any further intervention. The patient was stable and transferred to the neuro medicine floor. At some time during hospitalization, the patient experienced a pulmonary artery embolism. The patient was transferred to rehab approximately five days post hospital admission. Approximately four years two months post filter deployment, the patient had complaints of shortness of breath and alternation of consciousness. A chest x-ray and head CT scan were performed which were negative. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years post filter deployment, the patient experienced a cerebrovascular accident of the left middle cerebral artery area and was admitted to the hospital. At some time during hospitalization, the patient experienced a pulmonary artery embolism. The patient was transferred to rehab approximately five days post hospital admission. There we no reported attempts to retrieve the filter. The patient alleges to experience right-sided paralysis.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for inferior vena cava (ivc) filter placement. The patient was prepped and draped and the right internal jugular vein was accessed. A guidewire was advanced followed by a 10 french sheath. Contrast was injected via the sheath and the filter deployment system was inserted. The filter was deployed and post deployment angiography was performed. The delivery system was removed and pressure was applied for 5 minutes. Approximately four years post filter deployment, the patient presented with right-sided weakness, slurred speech, and facial droop. MRI of the brain demonstrated a left mca infarct, status post t-pa. The patient was admitted for continued monitoring. Neurosurgery did not see the need for any further intervention. The patient was stable and transferred to the neuro medicine floor. At some time during hospitalization, the patient experienced a pulmonary artery embolism. The patient was transferred to rehab approximately five days post hospital admission. Approximately four years two months post filter deployment, the patient had complaints of shortness of breath and alternation of consciousness. A chest x-ray and head CT scan were performed which were negative. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four years post filter deployment while the patient was hospitalized for a stroke, the patient experienced a pulmonary artery embolism. Therefore, it can be confirmed that the patient experienced a pe after filter implantation. However, the investigation is inconclusive as the origin of the pe is unknown and the relationship to the filter cannot be established in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years post filter deployment, the patient experienced a cerebrovascular accident of the left middle cerebral artery area and was admitted to the hospital. At some time during hospitalization, the patient experienced a pulmonary artery embolism. The patient was transferred to rehab approximately five days post hospital admission. There we no reported attempts to retrieve the filter. The patient alleges to experience right-sided paralysis.